Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was not communicating. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system failed to communicate and crashed. The technical support specialist (tss) created a salesforce case and documented the information like if the part number and border type were noted to determine next step such as mauve border units were not returned, while black border units required troubleshooting. Key details like device type, serial numbers, and issue scenario were collected. Troubleshooting steps were shared to do attempts including reseating components and replacing parts. Since the issue persisted with a black border all-in-one, the field was instructed to proceed with a swap. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E1 - initial reporter facility name: (B)(6).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was not communicating. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.